Event description:
Customer stated they had a 1 inch hematoma immediately after using device on their arm. Patient placed ice on it. A bruise developed and it spread. The following several days the area was sore and hard to the touch.